Manufacturer narrative:
The patient's dob or age at time of event, gender and weight are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign: (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat the mid sfa. During inflation, the balloon ruptured at nominal pressure. The procedure was completed with a new angiosculpt device. No patient injury reported.